Event description:
It was reported to tycohealthcare/kendall that customer had a problem with a triple lumen catheter. The customer reports that infusion was leaking out of the customer, therefore the catheter had to be removed and replaced. A perforation in the catheter was noted about 7cm from the catheter tip.